Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 manufacturing location: supplier ¿ (B)(4) / inspected, packaged and released by: monument. Release to warehouse date: 28-jul-2023, expiration date: 30-jun-2033, part number: 03.233.010s, 3.0mm reaming rod, 950mm - sterile, lot number: 5588p43 (sterile) . Production order traveler met all inspection acceptance criteria. Inspection certificate, 03.233.010s-1-btq955136 / 1 met all inspection acceptance criteria. Certificate of conformance supplied by (B)(4) dated 02-jun-2023 was reviewed and determined to be conforming. Packaging label logs (pll), lppf rev a, lmd rev c were reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 26284 supplied by (B)(4) (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e3: reporter is a j&j employee. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6)2024, plastic cap stuck and leaves residual product when removed. Surgeon rejected. There was no delay in case. Procedure outcome was unknown. There was no patient consequences. This report is for one (1) ream rod / 3.8 ball tip 3.0 / 950 -s this is report 1 of 1 for complaint (B)(4).